Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drops of insulin coming out of the infusion set tubing. Reportedly, the customer changed all the supplies and continued to not see insulin drops out of the infusion set tubing. The customer changed the cartridge and reattached the infusion set tubing successfully. Insulin delivery was resumed. The customer's blood glucose level was 120 mg/dl.